Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the sensor read 46 mg/dl but the insulin pump never alarmed for threshold suspend. The settings were checked and the threshold suspend was on. Blood glucose value was 61 mg/dl. She also reported she had had pain and blood at site at the infusion set and sensor insertion sites. Customer declined transfer for troubleshooting.